Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 500 mg/dl, at the time of incidence. Customer was treated with insulin pump for high blood glucose level. Customer reported insulin flow block alarm. Customer did not allege that the insulin pump was under delivering. Customer reported that they were not able to insert the needle. The insulin pump will not be returned for analysis.